Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage due to power entry module damaged. There were no visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Brightness screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2443 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Brightness screen test passed. Voltage check test passed. System air leak test passed. Valve actuation test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient (pt) contact contacted fresenius technical support to report the liberty select cycler was having a display brightness problem. Screen was dim during power up. Screen was to dim and was unable to see what display brightness was set to. The patient's wife stated screen has been like this for the past week. The fresenius technical support representative advised that a replacement cycler would be issued, and to discontinue using their current unit. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment with the cycler on the reported day. The patient completed treatments with the old cycler while waiting for a replacement. The new cycler has been delivered and the old one has been picked up. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.